Manufacturer narrative:
The reported device, intended for use in treatment was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H6: component code.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during set up or inspection of the universal hip distractor before arthroscopy procedure, it was noticed that the carriage thread of the lag "screw" had been removed, due to this no traction could be applied. The patient was already anesthetized and the surgery was postponed 4 hours later in the same day. Due to the malfunction / defect, the leg couldn¿t have been brought into extension. A replacement has been delivered intraday within 4 hours. Therefore the surgery has been canceled and postponed for the afternoon. The procedure was finished with a smith and nephew backup device. Patient injuries were not reported.